Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case experienced product damage while still considered operable. The following information was provided by the initial reporter: when removing the label before use, the patient found that the green inner shield had been separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case experienced product damage while still considered operable. The following information was provided by the initial reporter: when removing the label before use, the patient found that the green inner shield had been separated.